Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus deutschland gmbh made conscientious efforts, but was not able to obtain information about when the event reported by the user facility occurred. According to the information provided by the service department of olympus europa se & co. Kg (oekg), the printed circuit board failure was confirmed. Therefore, the reported event may have been caused by the printed circuit board failure. In addition, the failure of the printed circuit board may have been caused by the following. -accidentally failed. -dust may have accumulated because cleaning inside the device was confirmed. The accumulation of dust may have accelerated the deterioration of the board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. According to the service department of olympus (B)(4), the defective board set was replaced and the inside of the device was cleaned. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed. The video connector socket was cleaned and the olympus videoscope cable maj-1430 was replaced. There was no report of patient injury associated with the event.